Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient has not charge their ipg in several months. As a result, scs ipg is not communicating with external devices. A surgical intervention may be pending to address the issue.

Event description:
Additional follow up revealed that effective therapy has been established post operatively.

Event description:
Further follow up revealed that patient underwent a surgery on (B)(6) 2018 and scs ipg was replaced.